Event description:
It was reported that an ilet paired to a dexcom g7 did not provide glucose readings and displayed pairing status with a pairing failed alert, while the dexcom app continued to show readings, consistent with an intermittent communication failure involving the antenna/electrical communication path. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 with intermittent communication failure traced to the antenna device component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.